Event description:
The customer reported to philips that when they went to use the mrx on a pt, the unit unexpectedly shutdown. The staff switched to another defib, but the pt's rhythm was not shockable. The involved pt later died, but the customer has stated that the device behavior did not contribute to the pt outcome.

Manufacturer narrative:
(B)(4): the customer reported to philips that when they went to use the mrx on a pt, the unit unexpectedly shutdown. The staff switched to another defib, but the pt's rhythm was not shockable. The involved pt later died, but the customer has stated that the device behavior did not contribute to the pt outcome. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more info about this event.